Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump case would not clip securely to the customer¿s belt loop. Subsequently, the pump case fell, causing the infusion set to be pulled out. The customer's blood glucose ranged from 100 mg/dl to 200 mg/dl. Reportedly, the customer inserted a new infusion set and resumed insulin delivery.